Event description:
The patient reported she is unable to communicate with or charge her ipg. Also, the patient programmer displays a communication error message. The patient stated, she had not used her scs system for approximately 1 month because she has not needed stimulation. The sjm representative met with the patient and confirmed the issue. The patient has elected to not undergo additional intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.